Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 457453 (B)(6) 2014.

Event description:
It was reported that the right ventricular lead dislodged. The lead was repositioned and remains in use. It was also reported that the implantable pulse generators (ipg) had ventricular pacing failure occurring every one hour and 30 seconds. The ventricular sensitivity on the device was reprogrammed and remains in use. No patient complications have been reported as a result of this event and the ipg remains in use.